Event description:
Customer experienced erratic results for total protein. Customer ran a total protein and received result of 3.1 g per dl, she reran sample and received result of 7.5 g per dl. The sample result was not released.

Manufacturer narrative:
Prior to the field service representative's visit, the customer had found the tip broken on a probe and had replaced the probe. The field service representative checked robotic transfer and found no issues. He ran controls and a precision check to verify analyzer operation.